Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 1mg /ml; 150 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported that during a previous refill attempt the nurse was unable to access the pump. X-ray was performed, and it was confirmed that the pump had flipped over making the refill impossible. The patient was then scheduled for surgery to correct the problem. The cause of the flipped pump was unknown. The pump pocket had deep adipose tissue making it more difficult to anchor. During the revision to correct the pump flip the pump was anchored much better. The pocket itself was slippery due to deep adipose tissue possibly allowing the pump to flip. Surgical intervention was done to flip the pump back over to its correct orientation. Patient status was alive - no injury. The issue was resolved. Patient weight was (B)(6) pounds. Medical history was asked and will not be made available. No further complications were reported.